Event description:
The customer reported that while the panorama central station was in use monitoring pts along with ambulatory telepacks, the central station displays went out. No pt injury was reported.

Manufacturer narrative:
The company service rep replaced the sys hard drive. The system was tested to factory specs. It functioned normally and was returned to use.